Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an bd preset¿ arterial blood collection syringe had insufficient blood flow. The following information was provided by the initial reporter: "during using the tube, it found that the tube has insufficient blood flow issue."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed that could cause insufficient blood flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mod.

Event description:
It was reported that an bd preset¿ arterial blood collection syringe had insufficient blood flow. The following information was provided by the initial reporter: "during using the tube, it found that the tube has insufficient blood flow issue."